Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not beep when pump went off. Customer's blood glucose level was 300 mg/dl. Customer reported that the battery on insulin pump died in the middle of the night and she cannot get it to connect back to her insulin pump. Customer reported that the insulin pump cannot find signal loss of communication. Customer declined troubleshooting for battery alerts and blank display on insulin pump. The insulin pump will not be returned for analysis.